Event description:
It was reported that the right atrial lead exhibited intermittent undersensing in the bipolar configuration and oversensing in the unipolar configuration. The lead was capped and replaced.